Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the implant was the wrong size. The patient was originally implanted with 15 cm cylinders and 4 cm rear tip extenders (rte). The cylinders and rtes were removed and 18 cm cylinders and 5 cm rtes were implanted. There were no patient complications.